Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was oversensing noise, and the impedance was greater than 2000 ohms.